Event description:
Belmont rapid infuser in use during level 1 trauma. Crna noted smoke coming from infuser. Infuser unplugged and placed in hallway. Upon inspection plastic tubing had melted around the heating element of the infuser. FDA safety report ID# (B)(4).